Event description:
Information received with return of the device does not address the patient's clinical status but notes that during an implant attempt, no pacing was exhibited when connected to the new lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received